Event description:
Event description boston scientific received information that two weeks prior to this interrogation, this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) with a charge time of 23.3 seconds. Now is at middle of life 2 (mol2) with a charge time of 24.1 seconds. Boston scientific received subsequent information that this device was explanted.